Event description:
It was reported that the 9600 system had collimator iris potentiometer error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator iris potentiometer was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.